Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up. Interrogation of their implantable cardioverter defibrillator (ICD) showed the device was in backup mode due to event que overflow. The device was reset to normal settings. The patient was stable throughout.